Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. Perforation is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted in a saphenous vein graft (svg), it should be noted that the xience v IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.

Event description:
It was reported that during the procedure in the saphenous vein graft to the posterior descending artery, a 3.5 xience v stent was deployed and a perforation occurred. A jostent graftmaster stent graft was deployed to treat the perforation successfully. There was no adverse patient sequela and no significant clinical delay in the procedure. Though requested, no additional information was provided.